Event description:
It was reported that during reprocessing a mega suturecut needle driver instrument, a cable was broken. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the grip cable broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the instrument's wrist. Other cables at the wrist were not damaged. An additional observation not reported was indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded the indentations were likely due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.